Event description:
Complainant alleged that during biomed testing the device's synchronized defib output was intermittently greater than 50m seconds. The device also displayed a "defib fault 71" message. Complainant indicated that there was no pt involvement in the reported malfunction.